Event description:
A journal article was obtained that reported a retrospective study from australia. The purpose of the study was comparing data for lateral approach total ankles via a fibula osteotomy and the type of fixation used to manage the fibula. The study compared the use of plate osteosynthesis and intramedullary nail fixation and the impacts on wound healing, rates of infection, and subsequent reoperation and fibula union rates. The study reviewed 90 tars patients. Forty-five of these used intramedullary nail fixations, and a control group of 45 plate osteosynthesis fixation cases. The primary surgeon performed tar using the trabecular metal total ankle replacement system, the fibula is fixed using either a lateral locking plate or intramedullary device (competitor). The syndesmotic ligaments were then repaired, as required, using suture anchors and a syndesmotic tight rope (competitor). In cases where less than 10 mm of medial bone remained after reaming and implantation of the tar, a single prophylactic medial malleolar screw was placed to prevent a stress riser and potential for postsurgical pain or fracture. Follow-up the mean length of follow-up was 28 months; the minimum follow-up was 12 months. The study reported 1 patient within the plate osteosynthesis group that underwent wound debridement and poly exchange. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. G2: literature - phegan, m., & wines, a. (2025). A comparison of wound related complications between intramedullary and lateral plate osteosynthesis after fibula osteotomy in the lateral approach total ankle replacement. Foot & ankle international, 46(3), 315¿323. Https://doi.org/10.1177/10711007241309901. Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot -unknown talar(unknown). -unknown tibial(unknown). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. Attempts have been made to gather all product identification information and no further information has been provided. The reported event is not confirmed. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or ""non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If deeper exploration of the wound is warranted and the joint space is entered, a poly exchange is typically performed in conjunction with the I&d to clear out any debris, hematoma formation, or to prevent deep joint infection. Product has not been evaluated as it has been determined the event is not related to device. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.